Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The customer repaired the visible leaks and replaced valve 43 but the parts were not returned for investigation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances discovered during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no patient involvement. The biomedical technician was unable to replicate the issue. Valve 43 was replaced and any visible leaks have been repaired. The machine has not been put back into circulation.